Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The reported problem was observed during review of the device history logs; however, the device was put through extensive testing including bench handling, power cycling, and defib stressing without duplicating the report. The processor/bridge/pace board and ECG board were replaced as a precuation. The device was recertified and returned to the customer. Analysis of reports of this type has not been identified an increase in trend.